Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The product was manufactured on 5/22/2012. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A picture was provided to the manufacturing facility for evaluation and the issue reported was confirmed. The obturator assembly punctured through the mushroom. The actual complaint sample was evaluated by a covidien (B)(4) and the cross section of the internal retention device was examined. The wall thickness of the cross section was measured with the part confirmed to meet dimensional specifications. The following actions were conducted to prevent any abnormal condition during the manufacturing process. A (B)(4) was conducted to verify that the process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported condition. The supplier will be notified about the failure reported and we will continue monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a g-tube. The customer states that during the exchange of the gastro tube, the stylet cut or punctured through the device, which created a risk of perforation of the stomach. No medical intervention required due to event.